Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. The suture sleeve was stuck over the end of the lead tip and was subsequently cut off to perform analysis. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured near the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon placing the lead there was no observed sensing of intrinsic signal or capture at high output. The physician elected to remove the lead but the helix became stuck after several rotations and could not be retracted further. The physician was ultimately able to extract the lead and complete the implant procedure using an alternate lead. No adverse patient effects were reported.